Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system attended in-clinic follow-up due to an untreated episode, which shows a lot of noise that is occasionally overdetected. It is believed that this is because of the qrs complex being very small. The device did not deliver any therapy. The patient reported being at a concert next to a large speaker at the time of the episode. Automatic configuration was performed and no vector was passing, so the physician decided to program the secondary vector. The patient was scheduled for another follow-up and an x-ray will be performed. Technical services (ts) reviewed the event and provided troubleshooting options. It was also mentioned that the subcutaneous electrocardiogram (s-ECG) shows a signal in secondary vector that is low in amplitude and this could be the reason for the test to fail. Additional information was provided. It was mentioned that a new episode was recorded and ts review was requested. Ts discussed there is an inappropriate shock due to signal similar to myopotential activity and troubleshooting recommendations were provided for the in-person follow-up as well as x-rays. Troubleshooting was performed and noise is present in every vector and no vector passes the auto set-up. It was mentioned that the r-wave amplitude appears to be better in primary vector, therefore, the device was programmed to primary vector and the smartpass was enlarged. It was determined the patient was driving when the inappropriate shock occurred and it was recommended to avoid those movements. X-rays were performed and ts discussed they show the electrode is slightly superior than expected and further recommendations were provided. The s-ICD system remains in service. No additional adverse patient effects were reported.